Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted there was grommet damage. Performance data was also received and noted a patient alert for out of tolerance subthreshold lead impedance showing right ventricular pacing lead impedance greater than 3000 ohms and defib lead impedance greater than 200 ohms. There was one episode of ventricular fibrillation equal to 14 milliseconds average ventricular cycle. (B)(4).

Event description:
It was reported that the patient received an inappropriate therapy. It was noted that the grommet seal on the device was defective. The device was explanted and replaced. No further patient complications have been reported as a result of this event.